Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported not receiving glucose readings on their ilet while using dexcom g7 continuous glucose monitoring (cgm), which was showing readings on the mobile app. The agent assisted the user through multiple troubleshooting steps, including re-entering pairing codes and toggling between g6 and g7 modes. After restarting the sensor and re-pairing, the new sensor successfully connected, showing a bg of 255 mg/dl. The highest blood glucose (bg) recorded was 255 mg/dl. Bg was corrected after pairing the ilet to the new sensor. The user reported no symptoms, and no medical intervention was required at the time of call.